Manufacturer narrative:
Devices of multiple part/lot numbers were implanted during the procedure including: part, lot, similar device, 510k#, upn. G9010000252, 0560102w (x1) , 853-012, k050082, (B)(4). G9010000252, 0560104w (x2), 853-012, k050082, (B)(4). G9010000258 0491227w (x1), 853-012, k050082, (B)(4). G9010000274 , 0563443w (x6), 853-465 , k050082, (B)(4). G9010000275, 0555560w (x3), 853-467, k050082, (B)(4). G9010000275 , 0556341w (x2), 853-467, k050082 , (B)(4). Although it is unknown if any of these devices contributed to the reported event, we are filing this MDR for notification purposes. H6: patient code c64343 (revision surgery). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-op diagnosis: cervical spondylotic myelopathy procedure: laminoplasty levels implanted: c4-c7 it was reported that on unknown date, post-op, the patient suffered with quadriplegia after surgery. Quadriplegia started on (B)(6) 2017. Revision surgery was performed to remove the implants.